Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and found that the main fuse had blown out. The fse replaced the main fuse but the iabp still malfunctioned when it was turned on. The fse then replaced the power supply assembly. The iabp then worked normally and the battery charging indicator was flashing correctly. The iabp was then released back to the customer for clinical use.

Event description:
It was reported that when the cs100 intra-aortic balloon pump (iabp) was connected the ac power, the doctor found that the battery charging indicator was not illuminated or flashing and ¿battery in use¿ displayed after the iabp was switched on. This event occurred prior to use on a patient and no adverse event was reported.